Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received report of a patient treated with coolsculpting to upper and lower abdomen ((B)(6) 2018) and lower abdomen ((B)(6) 2019) using coolmax applicator developed paradoxical hyperplasia (pah/ph) to lower abdomen.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report of (B)(6).

Manufacturer narrative:
H11: correction - subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report 3007215625-2022-00660.

Manufacturer narrative:
Corrected data: d1, g1 and h6.